Event description:
An ipp device was implanted on 11/26/91. Rear tip extenders were implanted on 3/11/92. The cylinder were revised on 9/8/92. The entire device was removed from the pt and replaced due to fluid loss on 7/24/96.